Manufacturer narrative:
(B)(4). D10: item#: 118000; lot#: unknown. Item#: 110031424; lot#: unknown. H6: proposed component code: mechanical (g04) - head. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the product was requested but not returned by the hospital. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the patient underwent a shoulder revision surgery on approximately two (2) days post-implantation due to dislocation. Attempts have been made and no further information has been provided.